Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated the symptoms experienced were nausea, vomiting, excessive thirst, urination, irritability, ketones and abdominal pain. Blood glucose level at the time of the event was 548mg/dl. He stated that he has been wearing the insulin pump and suspended use before arriving to the hospital. No product malfunction identified during troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.